Event description:
It was reported that the customer was unable to program a bolus because the insulin pump was blocked. The customer changed the battery, and received a failed battery test alarm, followed by a frozen display. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with currents in specification. The insulin pump was programmed with several bolus and no anomaly noted. No unexpected failed battery. No frozen screen. Intermittent button response due to corroded keypad trace. Scratched lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.